Event description:
It was reported by the customer that when the needle is not retracting back after pushing the button, causing leaking at the catheter site while performing an IV on a patient. No other information was received regarding any serious injury as a result of this product issue.